Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer was made aware of this complaint through a representative of the customer alleging of cancer and lung disease related to a CPAP device's sound abatement foam. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.